Event description:
The available information indicates the user requested an evaluation of their device as a routine calibration. This is the only information available and no patient impact or injury was reported as a result of this event. However, on (B)(6) 2013, an intermittent situation was found through analysis as being caused by a damaged interface cable, which has the potential to lead to failure in identifying a nerve.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The unit was initially returned for evaluation/calibration, however analysis found an intermittent situation caused by a damaged interface cable. The cable was replaced, the unit was tested to specifications and returned to the customer.